Event description:
Following implant, the patient still had a lot of pain and had been given an oral medication (opana ER/sr) to take (40 mg every 12 hours). The patient took 10 mg every 3-4 hours of a generic brand of opana (oxymorphone hcl tabs). The patient had constant pain down his legs and had this pain since before implant. The pump was refilled about every four months. Two refills ago, which was about 5-6 months ago, the patient was told about a volume discrepancy issue with the pump. The hcp (healthcare professional) told the patient there was a difference. When the hcp went to refill the pump about 4-5 days before the refill was due, the clinician programmer would say 1 ml, but when the hcp pulled the medication out it would be ¿a lot more like possibly 10 ml¿; the patient was guessing by looking at the syringe. A month ago, the pump was refilled and again the patient was told by the hcp that there was a volume discrepancy. The pump was currently delivering fentanyl, clonidine, and bupivacaine. The patient had been on it for about 15 yea rs or better and his body was accustomed to it. The pump refills had become more frequent and the doctor kept increasing the medication. No device troubleshooting had been done. The patient¿s physician wanted to change the patient over to prialt. The patient¿s current physician did not have experience with prialt. The patient was looking for an additional physician that had experience with prialt. The outcome of the event was not reported and it was unclear if the volume discrepancies were in or out of specification. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8731, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).